Event description:
It was reported that the pt experienced increased spasticity. The pump was replaced due to decreased therapeutic effect and questionable eol (end of life) on the device. The catheter was easily aspirated upon explant of pump; a sutureless connector was added during the revision. The pt recovered without sequela. The medication being delivered via the device was lioresal.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.